Event description:
It was reported that the patient had stimulation in the wrong location. It was noted that they were redoing the stimulation device on the 5th and were going to do a lead revision and if the implantable neurostimulator (ins) did not take a charge the patient would have the ins revised as well. It was noted that the reason for the revision was placement. It was noted that the two lower leads were not functional. It was noted that the patient stated that they were supposed to feel stimulation in their feet but right now the patient could barely get stimulation down to the heels. It was noted that when stimulation was on in increased the patient¿s knee pain. It was noted that the patient also reported feeling stimulation in the chest area and when they had stimulation ¿maxed out¿ it caused muscle contractions. It was noted that the issues had been going on since implant. It was noted that the patient had not been using stimulation because it aggravated the patient¿s knee pain. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).